Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having stopped treatment due to having dental implant and loose crown and aligners causing great pain. Patient provided a letter of recommendation from their dentist after being examined. The dentist states upon further evaluation patient has an implant for #19, maxillary incisors currently have spacing, patient has occlusion making the patient's bite uncomfortable. Patient should be under supervision of an orthodontist and not be using an "at home aligner system". Due to the patient having implant, should not have orthodontic forces placed on it, patient has pain/discomfort with occlusion it is the dentist recommendation that the alinger treatment from byte be stopped. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.